Manufacturer narrative:
The pump was unable to prime during the prime and alarmed compromised force sensor system error during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip and a missing o-ring on the reservoir tube window. The numbers did not ramp up on their own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was unknown at the time of incident. Troubleshooting advised the customer to hold down the act button until they receive the 2nd series of beeps and numbers appear on the display. Customer indicated that they did not alert with a series of beeps nor did numbers appear on the screen. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.